Manufacturer narrative:
It was initially reported that the field service representative replaced the pinch valve. The pinch valve was replaced due to a necessary upgrade, not due to a component failure. The calibration and qc were acceptable. A general product problem was excluded. The field service representative performed a thorough instrument check and found no abnormalities. The instrument is performing within specification. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
Based on the provided calibration data, the reagent lot number is 918716. The expiration date was not provided. The field service representative replaced the pinch valve and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 5 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was >100 pmol/l. The repeated result was 13.7 pmol/l. Sample 2: the initial result was >100 pmol/l. The repeated result was 12.6 pmol/l. Sample 3: the initial result was >100 pmol/l. The repeated result was 19.0 pmol/l. Sample 4: the initial result was >100 pmol/l. The repeated result was 17.9 pmol/l. Sample 5: the initial result was >100 pmol/l. The repeated result was 23.3 pmol/l. The repeated results were obtained on another module, tested on (B)(6) 2026.